Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque valve in tricuspid position where it was reported on post-operative day (pod) 13, patient was taken to the operating room due to rocking of the valve. Site stated a ruptured chordae was identified and the evoque valve was sutured back to the annulus.

Manufacturer narrative:
The complaint for valve negatively interacts with anatomy was confirmed with other empirical evidence. The complaint was confirmed through edwards personnel during an interaction between the physician and the clinical specialist. No manufacturing non-conformities were identified from the imaging evaluation. Available information suggests that patient conditions, such as complex sub-valvular anatomy, may have contributed to the reported event; however, a definite root cause is unable to be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.